Event description:
Contact reported that a charita artificial disc was implanted at the level of l5/s1. Seven days later, the charite was explanted due to the inferior endplate slipping forward. The charita was revised with an anterior fusion. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Patient had an undetected pars fracture which lead to instability of the charite implant. The event does not appear to be device related and no connection can be made between the issue and any shortcoming of the device or information supplied with the device.